Event description:
Customer reports to kendall healthcare products that on 1/19 customer had given the cat an insulin injection and went to recap the needle and the needle allegedly came through the side of the cap and stuck the customer in the finger.